Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station showed close the door error, although all doors had already been closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a "close the door" message even though all doors were confirmed to be securely closed. A field service engineer (fse) found that the drawer was not opening during inspection. Upon troubleshooting, it was discovered that a magnet was missing, which was preventing the latch mechanism from functioning properly. To resolve the issue, the fse replaced the assembly latch, and a functional test was then performed, followed by running diagnostics to confirm that the drawer was operating correctly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station showed close the door error, although all doors had already been closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.